Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 424 mg/dl. The customer mother states the customer treated for high blood glucose with a manual injection and had a no delivery in the alarm history. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.